Event description:
On (B)(6) 2025 the user reported that the ilet did not appear to charge when placed on the charging pad. At the time of the call, the green charging light was illuminated, and the ilet display showed "charge ilet." The agent advised the user to leave the device on the charging pad for some time. Blood glucose was unaffected and no medical intervention was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.